Event description:
The dealer called stating that when the brake handle is pressed down on the 67100 rollator it will allegedly pop back up, disengaging the brakes. The malfunction has not been confirmed.